Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed software error. Customer blood glucose reading was 130 mg/dl. Customer stated the insulin pump alarmed while sitting. Customer bolus amount was recorded in the daily history. Customer also reported failed battery test. Insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow block alarm functions properly during the basic occlusion test and occlusion test, no prime/seating anomaly noted during testing. Pump was returned for pump error. Format history file analysis confirmed pump error due to software error. Unit received with cracked retainer, scratched case, missing serial number label, broken belt clip rails and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.